Event description:
Asr revision; asr xl - right hip; reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr xl - right hip; reason for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Right. Asr xl. Reason(s) for revision: unknown. Update - received 29 jan 2013 - one new product. Update- added reason for revision taken from claimsuite dated 22nd feb 2013. Reason(s) for revision: pain. Update - added stem details, taken from claimsuite dated 5th may 2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should the additional information be received, the informationwill be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Right asr xl reason(s) for revision: unknown. Received 29 jan 2013 - one new product reason for revision taken from claimsuite dated 22nd feb 2013 reason(s) for revision: pain. Stem details ,taken from claimsuite dated 5th may 2015 july 28, 2017 - additional information received from (B)(6); corrected surgery date:(B)(6)2008. This complaint was updated on august 3, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.